Manufacturer narrative:
(B)(4). Date sent: 5/11/2026. D4 batch #: unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested and the following was obtained: the blade broke while cleaning the device, there is no fragment fell off inside the patient. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the doctor showed that the pressure on the knife head was too high, and the nurse still could not use it after cleaning it. After the nurse assisted in reinstallation, it still showed that the pressure on the blade was too high, and during the nurse's cleaning process again, the blade bit broke. There were no patient consequences.